Manufacturer narrative:
It was determined that the analyzer pinch valves failed.

Event description:
The initial reporter stated they received discrepant results for 12 patient samples tested on the cobas 8000 e 801 module. Results from the following assays were affected: the elecsys total psa immunoassay, the elecsys ca 15-3 ii assay, ft4, and the elecsys troponin t hs assay. The specific ft4 and troponin t tests used were requested, but not provided. Refer to the attachment for all patient data. Incorrect sample results were reported outside of the laboratory to the physicians and patients. The samples were repeated and the physicians and patients were notified of the correct results. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions (replacing the pinch valves) resolved the issue.